Manufacturer narrative:
Device available for evaluation: yes all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with loss of best corrected visual acuity and corneal ectasia in right eye 14 years after surgery (original treatment date (B)(6) 2000). Patient complained of blurry vision. Account also mentioned that patient commented he experienced gradual loss of vision for the past 3 years.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Optometrist reported patient had crosslinking procedure in right eye on (B)(6) 2014 with post ops visits on (B)(6) 2014. No other info provided. Placeholder.